Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2026 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 1095kx / pdp304h batch number, and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.